Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported hypersensitivity and fever are listed in the instructions for use (IFU). It was reported that the promus stent was implanted in a re-stenosed lesion. It should be noted that the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. In this case, it is unknown if this contributed to the reported event. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the hospitalization appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. The stent remains in the patient. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2010, the patient underwent percutaneous coronary intervention to treat an occluded non-abbott stent, during which a promus stent was implanted for treatment. The patient stated that after the promus stent was implanted he was not feeling as well as he did after his previous interventions during which stents were placed. The patient returned to the hospital after being discharged, and spent an additional six days in the hospital due to symptoms (rash, fever, itching, hives, swelling in one of his ankles and swollen lymph nodes in neck and groin), which he feels he developed after the promus stent was implanted. The patient did have a test done during this hospital stay; however, the stent was patent. The patient did say that he had some itching after his first intervention in 2006, during which a non-abbott stent was placed. The patient also stated he was on plavix in 2006 and was taken off of it and placed on another anti-platelet medicine and since has been put back on plavix. The patient has known allergies to latex and codeine. No additional event or patient information is available.